Manufacturer narrative:
After the transfemoral catheter angiography (tfca) case, while using a 5f mynxgrip vascular closure device (vcd); the sealant came out of the advancer tube and could not be used anymore. There was no reported patient injury. Additional procedural details were requested but are unknown. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the black handle and the procedural sheath was not returned. The sealant was broken into 5 pieces and separated from the device. The advancer tube was disengaged to the distal tamp lock. The shuttle cartridge, catheter and the black handle were inspected for damages/anomalies that may have contributed to the reported incident. No visual damages or anomalies were observed. Per functional analysis, inflation leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Per microscopic analysis, the leak was a micro tear in the balloon, approximately 4 mm from the balloon¿s proximal neck. A product history record (phr) review of lot f1921802 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported "balloon loss of pressure¿ was confirmed during analysis of the returned device. The exact cause of the reported events could not be conclusively determined. Procedural factors, such as shuttle detached prematurely during prep, may have contributed to the reported event. It should be noted that the mynxgrip device is shipped in protective sheath tubing in the clamshell tray. The balloon protective sheath is designed to abut the sealant to assure the sealant/shuttle cartridge does not migrate from its manufactured position during transit. According to the instructions for use (IFU) which is not intended as a mitigation of risk, instructs users to remove the balloon catheter from the tray by holding the green/grey shuttle hub and pulling the device out from the protective tubing. If the device was grabbed by the catheter handle instead of the green/grey shuttle hub when being removed from the packaging, the shuttle could be detached from the black handle, resulting in the sealant being exposed prematurely. Neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
After the transfemoral catheter angiography (tfca) case, while using a 5f mynx grip vascular closure device (vcd); the sealant came out of the advancer tube and could not be use anymore. There was no reported patient injury. The sealant was broken into 5 pieces and separated from the device. The advancer tube was disengaged to the distal tamp lock. Inflation leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. The source of the leak was a micro tear in the balloon, approximately 4 mm from the balloon proximal neck. The device will be returned for evaluation. Additional procedural details were requested but are unknown.